Event description:
A malfunction occurred during a bolus delivery, displaying malfunction code 13, and it was not resettable. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for the customer¿s pump to be replaced under warranty. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The technical support team confirmed the customer's shipping address, provided instructions for putting the replacement pump in storage mode for transport, and instructed the customer to return the faulty pump within ten days using the pre-paid label and return box.